Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of greater than 200 ohms. The patient was brought in for further testing and no noise was observed. It is suspected that there is an issue with the coil. At this time, the patient will be monitored and the lead remains in service. No adverse patient effects were reported.